Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the ratio pump. There have been no further issues.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron clinical system.no false results were reported outside of the laboratory. There was no affect to patient treatment as a result of this event.